Event description:
It was identified during a periodic review of the programming history database that a patient's device had high impedance and low output current. No surgical intervention has been reported to date. No additional relevant information has been received to date.